Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would dislodge from the pump and not stay locked in place. In addition, it was reported that multiple auto-off safety alarms occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information.